Manufacturer narrative:
Analysis found the unit alarmed motor error due to a faulty force sensor resistor. The unit was unable to download with carelink due to displayable history crc check failed on startup alarm on the insulin pump history. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 216 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.